Event description:
Family member stated button fell out. Brought pt to e.r. At 0500. Mic-key button replaced in e.r. In morning. 1st attempt unsuccessful, 2nd attempt by physician successful. Button was placed and pt discharged. Later that day-1340-family member brought pt back into e.r. With complaints of pain. Surgery done for perforated bowel. (Stomach wall had pulled away from abdominal wall causing fluid leakage). Septicemia. Button appears to be intact.